Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient in use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient in use. The ventilator was returned to the manufacturer service center for evaluation and they replaced detachable battery due to error code 052,internal battery replaced due to error code 047,system pca need rplaced due to error code 156 and found tobacco contamination.there were 3 errors found and they confirmed the alarm required service.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a ventilator inoperative condition occurred related to a ventilator's sound abatement foam. The ventilator was returned to the manufacturer service center for evaluation and they replaced detachable battery due to error code 052, internal battery replaced due to error code 047, system pca need replaced due to error code 156 and found tobacco contamination. There were 3 errors found and they confirmed the alarm required service.